Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that it would seem that at around 15:00 ¿ 15:30 on (B)(6) 2018, a patient was transported from theatres to ICU. Upon arrival to ICU, it was found that the oxylog was not ventilating. The clinical staff have asserted that the oxylog was checked and confirmed to be ventilating prior to transport occurring. It was reported that the patient is in a serious critical condition in ICU.

Manufacturer narrative:
It was reported that during a patient transport the oxylog 3000plus was not ventilating. According to the logfile-analysis done by the service engineer and additionally at draeger lübeck, the device was tested prior to use successfully. Inspiratory gas was set to 100% oxygen. The device started to ventilate by selecting the hose system. The connected hose system was a disposable one, although at the device settings a reusable hose system was selected. This means that the expiratory flow measurement is based on the flow sensor characteristics for the reusable hose system and are consequently calculated wrongly. The displayed minute volume is accordingly lower than the actual applied volume. The logfile shows that the expiratory minute volume (mve) was the minimum at 4,5 l/min as the user set the lower alarm limit for mve to 4,5 l/min. The instructions for use states as a warning that the alarm limits has to be set carefully and that there is a risk of inadequate patient ventilation. The minimum minute volume required by the patient must be monitored via the lower alarm limit mve. There is no indication of a malfunction of the device. The instructions for use states clearly how to prepare the device and how to take it into use.

Event description:
Please refer to the initial-report.